Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Customer will wait for controls and control testing. Send controls to the customer. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 74 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. The customer stated the meter read low after exercising. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer; the customer had just eaten. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with 74 mg/dl, however customer states that he exercised first prior to testing and that's the reason the result could be low. Customer did not have to seek medical attention.